Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. There was no evidence the device was in patient use. The device was returned to a third-party service center where evaluation identified an e-291 error (reconnect tubing). Additional findings included missing rubber feet, a damaged dc power connector, worn handle components, and dust contamination within the blower box. No foam was observed, and the original customer complaint was not confirmed. During functional testing, the device initially failed due to a cooling fan issue, which was determined to be caused by a cable obstructing the fan and was corrected. Subsequent testing identified a low flow condition, with root cause attributed to a defective active exhalation control module (aecm). Corrective actions included repositioning the cable and replacing the aecm, followed by repeat run-in and functional testing. After rework, the device successfully passed all testing, met all quality requirements, and was approved for release.